Event description:
Customer reported that at 8:43 am on (B)(6) his blood glucose measured 122 mg/dl. The previous device was removed and the subject device was activated at 8:53 am. For the remainder of the day his bg remained normal or low. At 9:23 am on (B)(6) 2011, his bg was 450 mg/dl, so he took a 3.30 unit bolus dose of insulin. At 10:17 am his bg remained elevated, measuring 432 mg/dl. He was also eating about 20 grams of carbohydrate at that time, so he took an additional bolus of 3.15 units. At 10:55 am his bg had risen to 464 mg/dl. He deactivated the device and observed that the cannula looked bent in 4 different places.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or determine if it, or some other malfunction, could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."